Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was not observed on the needle; therefore, no additional analysis was performed. The evaluation revealed the needle was not fractured; therefore, no additional analysis was performed. Four sealed boxes of product code vr945, lot # plcdjde0 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the outer case that the package arrived in damaged? No further information is available. Do you have any photos ? No photos are available. Where did you receive the product from (ethicon, distributor, etc)? If "you" means the hospital, it received the product from a distributor. Was the suture seals on the foil still intact? No further information is available. Device return status/follow up - we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown ob-gyn surgery on (B)(6) 2020 and the suture was used. When taking out the needle-suture from the package, it was found that the needle tip had been crushed. It was not used on the patient. Another device package was used with no problem. There were no patient consequences reported.